Event description:
This unsolicited case from united states was received on 13-dec-2017 from a nurse. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and later after 1 day had difficulty bearing weight, pain, stiffness and swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: not reported) into the left knee. On (B)(6) 2017 (1 day after receiving injection), the patient had difficulty bearing weight, pain, stiffness and swelling. It was reported that the patient was told patient to rest and ice and call back if not better. Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: rest and ice for difficulty bearing weight, pain, stiffness and swelling. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who received synvisc one injection from recalled lot and later had pain, swelling, stiffness and difficulty bearing weight. Based upon the company investigation and temporal relationship, the causal role of the product cannot be ruled out with the occurrence of events. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.